Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a clip applier was used to clamp blood vessel, and after clamping, the device could not be removed and was blocked. There was no patient injury.